Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 5.0 x 150, 75cm mustang¿ balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for analysis. A visual and microscopic examination found no issues with the tip section of the device and the profile of the markerbands. The device was attached to an encore inflation unit and during an attempt to inflate the balloon, a pinhole leak was identified in the balloon. The pinhole was located at 3.4cm distal to the distal edge of the proximal markerband. A visual and tactile examination of the returned device identified no kinks or damage along the entire length of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 5.0 x 150, 75cm mustang¿ balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.